Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "flat device" and capsular contracture, baker grade unknown. The device has been explanted.